Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.(B)(4).

Event description:
Customer reported no reactivity was observed with a sample containing anti-e. Customer was able to identify the antibody using peg iat. No erroneous results were reported.